Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump was not reading when trying to download to carelink over the last two weeks. She stated that she was hospitalized because she fell and broke her arm and had to have surgery. While in the hospital, she was given a pain block which caused her blood glucose to rise to 490 mg/dl. However, her health care provider cannot access her blood glucose levels because of the issues with the carelink. She stated that she treated her high blood glucose with the insulin pump but was not able to bring the levels down for about 24 hours because of the steroids that the doctors had her on while in the hospital. Her blood glucose at the time of the call was 216 mg/dl. The customer declined any further troubleshooting for high blood glucose because she said that she knew the reason. The pump will not be returned for analysis.